Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, shortness of breath and angina occurred. The patient presented with unstable angina. The 80% stenosed, target lesion was 16 mm long with a reference vessel diameter of 3.0 mm, located in the mid right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 20 mm promus element plus stent in the lesion. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. The patient presented with shortness of breath and angina two days post procedure. The event was considered to be not recovered/not resolved. No intervention or change in medications were performed.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).